Event description:
The international customer reported the ventilator was alarming due to a patient disconnect. The customer reported the device was in use on a patient and there was no patient harm. The customer reported the patient mask was adjusted but the disconnect alarm continued. The manufacturers service engineer confirmed the reported problem. The service engineer reported the gas delivery system was replaced to correct the reported problem. A disconnect alarm may be due to a circuit leak, which may result in a volume or pressure loss if unresolved that could be detrimental to a patient if in use. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Supplemental report.

Event description:
Factory analysis of the returned gas delivery system revealed an integrated circuit failure on the air flow sensor pcba resulted in the reported problem.

Manufacturer narrative:
Gas delivery system.